Event description:
There is indication that there was an operator error in programming the device, which resulted in the pt receiving medication at a rate faster than intended. The report stated, "the pt was started on integrilin in the ed. The cath lab noted to be 288ml/hr with 327ml infused. The drip was stopped. The pump was programmed to run at the vtbi as the infusion rate. The pt's medication were adjusted to receive the full dose required. No harm to pt." The pt received an initial unspecified bolus dose of integrilin. Following the initial bolus dose, the physician ordered integrilin to be delivered at a rate of 16ml/hr wiht a volume to be infused (vtbi) of 288ml. A second bolus dose was to be given after an unspecified length of time. The pump was programmed while the pt was in the emergency dept and the delivery was started. No further programming parameters were provided. After an unspecified length of time, upon arrival to the cath lab, the nurse noted that the integrilin was delivering at a rate of 288ml/hr instead of the intended rate of 16ml/hr. The customer contact stated that the nurse inadvertently programmed the vtbi as the rate. The physician was notified and the rate was adjusted so the pt would recieve the remainder of the integrilin infusion in the prescribed timeframe, instead of receiving a second bolus dose as originally prescribed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.